Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the investigation, the phenomenon was not reproduced. However, it was confirmed that there was a liquid scar inside the video-jacket of otv-s7pro that was received. It was likely that the failure occurred due to the otv-s7pro being connected while the connector of the camera head was not sufficiently dry, which resulted in a communication failure at the electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The otv-s7pro instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿connect the video connector in a sufficiently dry condition, including the electrical contacts. Wetting may result in disappearance of images and damage such as image flickering.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation the customer's allegation was not confirmed. Additionally, the battery was depleted; and the video connector lock was defective. A visual examination of the device did not identify any abnormalities. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure, when the scope is connected, the image is distorted when the contact part was moved on the visera pro video system center. There was no report of patient harm associated with this event.